Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, MFR report #1627487-2018-02431. It was reported that the patient experienced ineffective therapy. Multiple reprogramming did not resolve the issue. As a result patient underwent surgical intervention on (B)(6) 2018, wherein entire scs system was explanted.